Event description:
It was reported that there was intermittent high impedance on the right ventricular (rv) and superior vena cava coils on the rv lead. The lead also had high capture threshold. The device was removed from the pocket and it was found that the rv coil connection was not secured appropriately. When the physician started to loosen the setscrew, the rv coil pin just fell out with almost no turning of the setscrew. The lead was tested, functioned appropriately and reconnected to the device. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).